Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedment of coil in uterus,migration, uterus with 1 embedded essure coil and 1 freely floating essure coil.'), device expulsion ('embedment of coil in uterus,migration, uterus with 1 embedded essure coil and 1 freely floating essure coil.'), menorrhagia ('menorrhagia (heavy menstrual, bleeding),abnormal bleeding (vaginal, menorrhagia)') and vaginal haemorrhage ('abnormal bleeding (vaginal, menorrhagia)') in an adult female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and fibroids. Plaintiff underwent essure confirmation test: bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), vaginal haemorrhage (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic/chronic"), abdominal pain ("abdominal pain / mainly on right side"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), irritable bowel syndrome ("gastrointestinal or digestive system condition type: ibs, gastritis"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea"), abdominal distension ("bloating / with pain") and gastritis ("gastrointestinal or digestive system condition type: ibs, gastritis") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial) (on (B)(6) 2011), total hysterectomy (uterus and cervix removed) lapassisted vaginal hy, total hysterectomy (uterus and cervix removed) lapassisted vaginal hy and ablation). Essure was removed on (B)(6) 2011. At the time of the report, the embedded device, device expulsion, menorrhagia, vaginal haemorrhage, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, anaemia, irritable bowel syndrome, weight increased, fatigue, alopecia, hormone level abnormal, nausea, abdominal distension and gastritis outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastritis, hormone level abnormal, irritable bowel syndrome, menorrhagia, metrorrhagia, nausea, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, migration, bleeding, other injuries/symptoms, dysmenorrhea, ibs, gastritis, discrepancy noted in date of insertion on (B)(6) 2009. Current weight 146 lbs. Discrepancy noted in date of insertion on (B)(6) 2011. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.8 kg/sqm. Imaging procedure: on (B)(6) 2009: result: positive placement. Most recent follow-up information incorporated above includes: on 17-dec-2019: pfs and mr received: previously added event gastrointestinal disorder was replaced with ibs and new events: gastritis and vaginal hemorrhage was added. Reporter, lab data, medical history was added . Incident: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of embedded device ('embedment of coil in uterus, migration'), device expulsion ('embedment of coil in uterus, migration') and menorrhagia ('menorrhagia (heavy menstrual, bleeding),') in a female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: plantiff underwent essure confirmation test: bilateral occlusion. On (B)(6) 2009, the patient had essure inserted. On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), device expulsion (seriousness criteria medically significant and intervention required), menorrhagia (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea(cramping)"), dyspareunia ("dyspareunia"), pelvic pain ("pelvic/chronic"), abdominal pain ("abdominal pain"), back pain ("back pain"), metrorrhagia ("metrorrhagia"), anaemia ("anemia"), gastrointestinal disorder ("gi conditions"), fatigue ("fatigue"), alopecia ("hair loss"), nausea ("nausea") and abdominal distension ("bloating") and was found to have weight increased ("weight gain") and hormone level abnormal ("hormonal changes"). The patient was treated with surgery (hyst. (Partial), hyst. (Partial) ((B)(6) 2011) and ablation). Essure was removed. At the time of the report, the embedded device, device expulsion, menorrhagia, dysmenorrhoea, dyspareunia, pelvic pain, abdominal pain, back pain, metrorrhagia, anaemia, gastrointestinal disorder, weight increased, fatigue, alopecia, hormone level abnormal, nausea and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain, alopecia, anaemia, back pain, device expulsion, dysmenorrhoea, dyspareunia, embedded device, fatigue, gastrointestinal disorder, hormone level abnormal, menorrhagia, metrorrhagia, nausea, pelvic pain and weight increased to be related to essure. The reporter commented: plaintiff received treatment for pain, migration, bleeding, other injuries/symptoms. Most recent follow-up information incorporated above includes: on 30-aug-2019: pfs received: previously reported event injury was deleted and was updated to new events. Following events were added : dysmenorrhea, dyspareunia, ,pelvic pain, abdominal pain, back pain, menorrhagia, metrorrhagia, anemia, weight gain, gi conditions, fatigue, hair loss, hormonal changes, nausea, embedment of coil in uterus, bloating. Reporter information added incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.